Event description:
Allegedly (B)(6), via (B)(6) infection control department, contact microport in order to obtain information for her investigation. She was investigating an incident in which an infection (organism: microbacteria) was noted in a patient after a total knee surgery (post-operative).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01458, 01459, 01461, 01462, and 01463.